Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6, h7, h9 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the ceramic tip (insulation) was loose. Based on the results of the investigation, the reported issue is caused by a component failure of the insulation. The most likely cause is that some excessive force was applied. The insulation failure is mechanical component problem, but the root cause of the insulation failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the resection sheath had loose ceramic tip. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.